Event description:
It was reported that this peritoneal dialysis (pd) patient contacted fresenius technical support on (B)(6) 2026 for assistance in canceling treatment on the liberty select cycler. The patient needed to go to the emergency room (ER). No further information was provided. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER due to abdominal pain. The patient had a recent peritonitis event and it was suspected that the infection did not clear. However, the patient¿s cell count was within normal limits (no value provided). The patient was admitted to the hospital. The patient resumed prophylactic antibiotic treatment for three days. The pdrn stated the culture was negative for growth. The cause of the abdominal pain was not confirmed. The pdrn stated the patient has many underlying health conditions. The patient takes steroids which could be a contributing factor. The pdrn did not have any additional information pertaining to that event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.